Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support during troubleshooting a cycler alarm that a fluid leak was experienced when the cycler set luer lock connection became disconnected from the supply bag, non-fresenius product. The patient was advised to reset up with new supplies and to contact the peritoneal dialysis nurse. The patient indicated that although supplies were available to complete treatment using continuous ambulatory peritoneal dialysis, the patient would not confirm if any attempts of completing treatment would be made. Follow up with the patient indicated that the clinic offered the patient antibiotics, the patient declined them. Patient reported that there was no complications experienced as a result of the alleged event. Patient confirmed that treatment was completed after setting up with new supplies. The patient discarded the extension set.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
Correction: there was no medical intervention.

Event description:
"."